Event description:
A patient's family member reported blood glucose results of "491 mg/dl"with a lifescan meter and "397 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Patient's family member reported a successful control solution test (172 mg/dl/128-189 mg/dl). They could not recall when the test was performed. Patient's hba1c was reported to be 7.3%. Pt's family member indicated that patient had been feeling shaky and cold, which was indicative of hypoglycemia. No medical care was received from a health care professional.